Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, electrocardiogram (EKG/ECG) changes, enzyme elevation, ischemia, nausea, myocardial infarction, and occlusion are listed in the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that during a xience xpedition stenting procedure of a left anterior descending artery (lad), the xience xpedition stent delivery system (sds) was advanced to the lesion and the device was inflated twice. The patient had chest pains (angina) and nausea, and there was a septal branch occlusion. Reportedly, there was pre-existing plaque shift which contributed to the septal branch occlusion per the study physician. There was unspecified medication given as treatment. There was a positive functional ischemia test done and st elevations on the electrocardiogram (ECG). The next day, on (B)(6) 2013, there were elevated creatinine kinase-myocardial band (ck-mb) and creatine kinase (ck) enzyme levels. There was a diagnosis of a myocardial infarction. This was reported as a serious event per the study site. The patient was discharged home on (B)(6) 2013. There was no additional information provided.